Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p312 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p312 shows no trends. Trends were reviewed for the complaint centrifuge bowl leak/break, and no trends were detected for this complaint category. At the time of this report, the complaint investigation is still in process. A final report will be filed when the investigation is complete. (B)(4). 29/apr/2026.

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that the break occurred with 100 ml of whole blood having been processed; the bowl shattered and separated at the connection site to the drive tube and the top of the bowl. The centrifuge leak detector strip was also damaged. The customer reported no difficulty installing the bowl in the bowl holder, citing the bowl clicking into place. A very small piece of metal hanging by the upper drive tube bearing has also been reported. The treatment was aborted, and the patient has been reported to have been stable. The customer has provided photographs and has returned the kit for evaluation. There was no report of patient harm associated with this event.